Event description:
Report received of therapy delay due to cassette alarms. Following surgery, the pt was transferred to ICU with two triple plum pumps in use. Nitroglycerin and a maintenance fluid (type unspecified) was infusing on two channels of the pumps. Attempts to start an albumin infusion were unsuccessful due to cassette alarms on the remaining four channels of the pumps. A second tubing was primed and again infusion was delayed due to cassette alarms. A single line plum pump was obtained and the infusion was begun using the second tubing. The troubleshooting to start the infusion took approximately twenty minutes. The pt condition remained stable during the delay. No additional info was available.